Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch select simple meter was reading inaccurately high. This complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2015 the patient obtained results of ¿200, 225 and 263mg/dl¿ on the subject meter which she felt were inaccurately high in comparison to her feelings or normal results but also compared with results of ¿100, 105 and 107mg/dl¿ obtained on another meter. The tests were performed more than 30 minutes apart. The reporter detailed that the patient manages her diabetes with oral medication, diet and exercise and that she continued to take her usual dose of metformin and glibenclamide pills in response to the alleged inaccuracy. The reporter claimed that the patient developed a symptom of feeling ¿shaky¿ one hour after the alleged inaccuracy however denied that she received any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure but that the reporter did not have control solution available to perform a control test. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a hypoglycemic event after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.